Manufacturer narrative:
The subject device was returned for device investigation, and the reported event was confirmed. Based on the results of the investigation, it was found that the plastic distal end cover (c-cover) was burned. The most probable cause of the event could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that on the bronchovideoscope, the distal end was burned by gas and hot clamps. It is unknown when the event occurred. There were no reports of patient involvement.